Event description:
A facility reported there was a scratch in the middle of the intraocular lens (iol). Additional information have been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested on 07/09/2009 and 08/03/2009; a completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).